Manufacturer narrative:
Onsite testing of the involved devices performed by a spacelabs field service engineer (fse) confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. Review of the customer provided patient retrospective database was conducted by a spacelabs lead software engineer. The event time was located in the database. Two ECG leads were recorded for this event. All nine beats of the event were detected; however, not all beats were classified as ventricular. Four beats in the series from one lead were classified as normal since their shape and amplitude matched the normal beats for this lead. There was no alarm for this event since alarm criteria was not met. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry receiver module model 90478 with ariatele transmitter model 96281 and central monitor model 91387-38 failed to generate an alarm for nine beats of ventricular tachycardia (vtach) on (B)(6) 2015 at 3:22 a.m. No one was injured as a result of this event.